Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed all tidal volume test from the ltv final test. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that the tidal volumes were low while running on a test lung. While set to 500 ml, they were getting 400 ml. There was no patient involvement.